Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Nurse reported via phone call low blood glucose levels and hospitalization. Customer's blood glucose level was 24 mg/dl. Customer has had 7 different incidents where the blood glucose level went extremely low and required treatment. Nurse wanted to know if the insulin pump may be over delivering insulin. Customer is currently in a nursing home and they were unconscious as a result of low blood glucose. Customer has been hospitalized on three separate occasions for having very low blood glucose levels.